Event description:
The patient reported experiencing a rash that later developed into an abscess on the abdomen at a prior pod infusion site. She stated that the reaction was severe enough to require evaluation by her primary care provider. The medical visit occurred the week prior to reporting; however, no specific event date was provided. The event date in this report has been recorded as january 9, 2026, as an approximate estimate of when the medical visit occurred. The patient noted that the evaluation lasted approximately one hour. She stated that no formal diagnosis was provided, but she was treated with an antibiotic.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down/smartphone: phone_control_ios. Omnipod 5 software app version: 2.1.0. Operating system: 26.1. Hardware: iphone14.8. Cgm sensor type: data unavailable. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.